Manufacturer narrative:
The customer has requested an event log review. Although requested, the event logs have not been received. A follow up report will be submitted with investigation results should the event logs be received for investigation.

Event description:
The customer reported a heparin over-infusion sometime between (B)(6), 1800, and (B)(6), 0700. The customer reported no patient harm and no medical interventions required. The customer declined to provide any more information of the event.